Manufacturer narrative:
(B)(6). The field service representative (fsr) performed a site visit, inspected the instrument, and observed bubbles in the internal probe wash pump line. The fsr replaced the probe wash pump and bellows to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. A review of instrument service history revealed no additional service tickets associated with erratic or discrepant results nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. Trending review determined no adverse trend for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the pump, probe wash, bellows type (rohs), bellows set, incl rod & fitting, or the architect c4000 analyzer, serial: (B)(4) was identified.

Event description:
The customer reported falsely depressed calcium, co2, glucose, and magnesium results that were generated on the architect c4000 analyzer sn (B)(4) when compared to the results on another architect sn (B)(4). Abnormal results were not reported from the lab and no corrected reports were issued. Customer normal range: calcium 8.4 - 10.2 mg/dl; co2 22 - 29 meq/l; glucose 70 - 99 mg/dl; magnesium 1.6 - 2.6 mg/dl. The following data was provided: on (B)(6) 2020 sid: (B)(6) generated: initial calcium results of 4.5 mg/dl, repeated 5.0 mg/dl on sn (B)(4), and repeated 8.5 mg/dl on sn (B)(4). Initial co2 results of 6.0 meq/l, repeated 17.0 meq/l on sn (B)(4) and repeated 23 meq/l on sn (B)(4). Initial glucose results of 36 mg/dl, repeated 87 mg/dl on sn (B)(4), and repeated 125 mg/dl on sn (B)(4). Initial magnesium results of 0.9 mg/dl repeated 1.86 mg/dl on sn (B)(4), and repeated 0.78 mg/dl on sn (B)(4). No impact to patient management was reported.

Manufacturer narrative:
It was discovered on (B)(6) 2020 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 3016438761-2020-00248-00 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.